Event description:
It was reported that the surgeon was performing a menisectomy. Shards of metal from the shaver blade were seen in joint a second blade from the same box was used and shards were also seen from this blade. Both blades were from the same box and had been used previously without this problem occurring. The surgeon attempted to remove all the shavings. The procedure was completed without the use of the shaver.

Manufacturer narrative:
Nothing has yet been received for evaluation. If and when the device is returned it will be evaluated. A batch record review has been conducted to determine if there were any internal processing issues, which would have contributed to the nature of the product complaint. Our results indicate that this batch of product was processed without incident and therefore there is no internally assignable cause for the reported problem. Further, a review into the mitek complaints system revealed no other complaints of any kind for this lot of 245 devices that were released to distribution. At this point in time, mitek is in the information-gathering mode. When all that can be had is had and evaluated, the results and conclusion of that investigation will be the subject in a follow-up report. Historically, this failure mode has been attributed to the application of excessive mechanical force having been applied by the user in combination with an inadequate amount of fluid irrigation flow into the shaver blades. We attribute the reported event to technique, a user issue. At this point in time no further action is warranted. When and if the complaint device is received here at mitek, it will be subjected to a failure root cause analysis. If the analysis identifies any definite root cause other than the above hypothesis, a follow-up report will be filed.